Event description:
It was reported prior to unrelated procedure that the implantable cardioverter defibrillator exhibited a failure to be interrogated via inductive means. After several attempts, telemetry was finally achieved. The device will continue to be monitored. The patient was stable and asymptomatic.